Event description:
Caller states, customer was prescribed unspecified antibiotics for an infection after lancing his finger, using the multiclix device. Replacement was sent.

Manufacturer narrative:
.